Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient experienced a fall. It is not known what caused the fall. The patient was subsequently admitted to hospital and found to have a broken femoral neck.